Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and a map shift occurred with no error message. It was reported that the carto 3 system prompted them to zero the catheter force more than 20 times during the procedure with no high metal value and no spi error displayed. They had a map shift when they went on ablation halfway through the procedure with no high metal value and no spi error. The catheter cable, indifferent patch and indifferent cable were exchanged with no resolution. The issue was resolved by exchanging the smart touch bidirectional catheter. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Catheter functioned within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the map shift remains unknown but does not appear to be related to the product since this was found within specifications.

Event description:
It was reported that a patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and a map shift occurred with no error message. It was reported that the carto 3 system prompted them to zero the catheter force more than 20 times during the procedure with no high metal value and no spi error displayed. They had a map shift when they went on ablation halfway through the procedure with no high metal value and no spi error. The catheter cable, indifferent patch and indifferent cable were exchanged with no resolution. The issue was resolved by exchanging the smart touch bidirectional catheter. The procedure was completed without patient consequence. Upon request, additional information was received on the event. The approximate map shift was 2 ¿ 3mm. The map shift only occurred when rf energy was applied. The catheter would jump a few millimeters- not respiratory variation and return when rf came off. The issue resolved when the smart touch bidirectional catheter was replaced. The patient interface unit for this account is 11853. The smart touch bidirectional catheter was close to the lasso catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The map shift with no error message is indicative of a reportable event.